Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that, the insulin pump had motor position encoder error. The blood glucose was 348 mg/dl at the time of the incident. Customer was not aware that pump had been beeping. The drive support cap appears normal. Customer advised to replace and discontinue use of the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify and motor position encoder error alarm due to motor error alarms.